Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports via medwatch # (B)(4) that the "metz scissors broke during fracture repair procedure." No pt injury reported. On (B)(6) 2011, the customer reported via phone call today that the surgeon was using the scissor as a wedge when resetting the bone, putting leverage on the scissor. Confirms no pt injury (slee).